Event description:
Information was received that a smiths medical portex bivona tts (tight-to-shaft) tracheostomy tube cuff leaked immediately upon use. Subsequently, a tracheostomy (trach) change out was required. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one bivona tracheostomy sample was received in used condition without the original packaging. Immediate visual inspection detected hole in the inflation line. A leak and inflation test was completed and leaks was confirmed where the hole was detected. The cuff assembly operation and inflation line assembly were reviewed to ensure the air way and balloon are manufactured correctly with no discrepancies. Samples were audited during thirty two (32) units finding no issues. A review of the manufacturing process was conducted and was considered adequate and correct. In attempt to reproduce the failure mode, the unit was cut using tweezers and a hole in the inflation line was observed. Based on the evidence and testing, the complaint was confirmed. The most likely contributing factors to the issue were noted to be the following: the unit was damaged during the use of the tweezers after cleaning or the product was damaged after leaving the smiths facility. Manufacturing was noted as the problem source.